Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion and had an electrical reset during the recommended replacement time (rrt) period. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis conclusion indicated shorting/low impedance in the battery. Review of the device memory data showed evidence of unexplained voltage drop while the device was implanted. Throughout hybrid analysis, whether powered by the battery or an external supply, the device was found to be fully functional with nominal system current drain. There was no evidence of a high current drain condition. No hybrid anomalies or power-on-resets were observed. Battery analysis revealed plated lithium material on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the headspace insulator and contacted the cathode tab. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.